Event description:
It was reported that the customer received a prime rewind alarm and insulin was squirting out of the insulin pump during a manual prime. The customer's blood glucose was not known. The customer was disconnected from the insulin pump at the time. The piston would continue to move forward after reservoir contact. It was not possible to leave the prime sequence. The customer attempted this with different sets. The insulin pump was reportedly not bumped, dropped, or exposed to water. The drive support cap did not appear to be damaged. Nothing further was reported.

Manufacturer narrative:
The prime rewind alarm occurred during prime test at 4 lbs, due to faulty force sensor resistor. No unexpected display anomaly was noted during testing. The insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.